Event description:
It was further reported that the premature ventricular contractions (pvc) count was 454 per hour and was making heart rhythm irregular and blood pressure reading for heart rate inaccurate. The rate histogram showed no rates less than 60 bpm. The device was set to 60 to 30bpm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their blood pressure readings showed that their heart rate was going down into the bradycardic range of 40's beats per minute (bpm). The patient stated that the implantable cardioverter defibrillator (ICD) parameter limits were in the 50 to 60 bpm range. The implantable cardioverter defibrillator (ICD) exhibited pacing below programmed parameters. The ICD remain in use. No further patient complications have been reported as a result of this event.